Event description:
It was reported "the cvc leaked through a hole in the blue zone. The plastic was visibly deformed. The nurse noticed this when flushing the cvc after it had already been inserted in the patient. The cvc had to be changed. No clinical consequences." No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number not available as customer did not report an exact lot number.

Event description:
It was reported "the cvc leaked through a hole in the blue zone. The plastic was visibly deformed. The nurse noticed this when flushing the cvc after it had already been inserted in the patient. The cvc had to be changed. No clinical consequences." No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number not available as customer did not report an exact lot number. The customer provided one photo for analysis. The photo shows a juncture hub with the extension lines and catheter body severed. Red circles were used to indicate fluid outside of the juncture hub. The customer also returned the juncture hub of a 4-lumen catheter for analysis. Signs of use were observed. The extension lines and catheter body were severed and not returned. Visual analysis of the returned sample revealed the juncture hub was damaged. A localized section of the juncture hub appeared stretched outwards and twisted. The appearance of the damage is consistent with a pressure-related rupture. Functional analysis could not be performed due to the nature of the damage on the returned sample. R & d was contacted as a part of this complaint investigation. They stated that the damage on the juncture hub looks consistent with over pressurization, leading to ballooning, then bursting. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury." The customer report of a damaged juncture hub was confirmed through investigation of the returned sample. Visual analysis of the returned juncture hub revealed a localized section of the juncture hub appeared stretched outwards and twisted. The appearance of the damage is consistent with a pressure-related rupture. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Based on the customer report that the damage was observed during use and the sample received, unintentional use error (over pressurization) likely caused or contributed to the reported event. Teleflex will continue to monitor and trend on reports of this nature.